Event description:
It was reported that during a follow-up, oversensing noise was observed on the atrial channel. Noise was able to be reproduced during myopotential, and noise were registered only at the beginning of november in the atr episodes. This right atrial (ra) impedance showed little increase from 900 ohms to 1000 ohms and the right ventricular (rv) measurements were all stable and in range. The patient is pacemaker dependent. The healthcare professional decided to program the rv output to auto and scheduled a follow-up in two months. No adverse patient effects were reported. The pacemaker and this ra lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).